Manufacturer narrative:
One level 1 hotline low flow system was received with wear and tear damage on the enclosure, front cover, line cord, and water tank cover. The reservoir was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on to perform a safety/electrical test. The reported issue was able to be confirmed. The heater was faulty. The cause of the issue was unable to be determined. No action was taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not heating correctly. There was no reported adverse event.